Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9735831, version #: 1.0. (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and they changed the required ip on the microscope. Once the ip was changed the microscope was communicating with the navigation system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that system was not communicating with microscope. No patient was present at the time of the event.

Manufacturer narrative:
A software investigation was not necessary, as the issue was determined to be an ip configuration issue. Fdm, fdr, fdc codes are applicable to the software analysis. Fdm, fdr, fdc codes are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.